Event description:
Acute synovitis, exacerbation of osteoarthritis. Information was received on 18 may 2006 from an investigator regarding a patient (initials, age, and medical history unk) who was enrolled in a physician sponsored post-marketing study and experiencing pseudo sepsis after use of synvisc in the knee. The aspirate of the knee was sterile with no crystals or wbc. Immunoassay test was not performed. The physician did not assess the casuality. At the time of this report, the outcome of the patient was unk. Additional information was received on 22 june 2006 from the investigator. The patient was female subject, with a medical history of osteoarthritis of the knee who received 2 synvisc injections in 2006. Two days later, the patient developed synovial effusion. The patient was admitted to hospital overnight and the knee was aspirated. The results revealed no organisms and negative (sterile) culture. The patient was given oral nsaids (diclofenac and paracetamol) and injection of morphine (5 mg i.v.). Treatment with synvisc was permanently discontinued. The investigator updated the events to acute synovities and exacerbation of osteoarthritis. He assessed the severity of the events as severe and the casuality as definite. At the time of this report, the patient had recovered.